Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported this right ventricular (rv) lead was found dislodged the day after implant. Additional information from the field representative indicates that the lead dislodgement was suspected due to a decrease in sensing and loss of capture, and it was confirmed by fluoroscopy. Subsequently, this lead was repositioned at a surgical intervention. This lead remains in service. No additional adverse patient effects.